Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A sample from the degassing chamber and an activated solution bag was returned. The solution in the activated unit appeared normal. Samples were sent to our (B)(4) for evaluation. A batch file review was completed and was found to be acceptable. Samples for similar complaints have been analyzed by (B)(4). The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team, including members of the castlebar qa management group and the product development group in (B)(4), was set up to investigate this issue. The relevant ministries of health have been notified of this problem. A caution in-use notification letter has been issued, which has been placed on all accusol product by the relevant centres/hospitals. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. We are confident that these corrective measures will significantly reduce the occurrence of this problem. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem.

Event description:
A customer reported to baxter (B)(4) that precipitation was noticed in the predilution line and near the degassing unit while the patient was connected for therapy. No patient injury has been reported / confirmed by the customer.